Manufacturer narrative:
Product was not returned for evaluation. Therefore, this report is based solely on the information provided by the customer. The product lot number was not provided, therefore, a review of the device history record could not be performed. A historical review of the complaint database shows no other complaint similar to the event alleged. Therefore, it appears this complaint was an isolated event. Based on the application of the product on a chair, the staff was unable to get the belt at a 45 degree angle to properly apply as described in the IFU. This allowed the belt to be pulled by the patient up toward the neck. This issue is being addressed via corrective actions within an issue review that was opened to capture an increase in part 8399 chair belt complaints. Additionally, the facility indicated additional education was provided on proper chair use following the incident. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ensure all parts of the system are operational before leaving the patient unattended. Failure to follow the instructions could result in serious injury. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands the need to call for assistance before exiting the chair and how to self-release. Additionally, the precautions section indicates that this product is a non-invasive way to monitor patient movement. This device does not prevent falls and is not a substitute for good nursing and regular visual monitoring. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported complaint that caregiver reported that the belt was applied to patient chair, and patient was found with belt at neck. The belt was applied on a patient chair above the chair arms, rather than in between arms and seat of chair in a gap. No injury was reported.